Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) an OEM manufacturing site.

Event description:
It was reported that the bd¿ whitacre spinal tray had moisture inside the 5ml glass syringe. "We opened another one with the same lot number and there wasn¿t any moisture in that syringe, so this might have been a one-of". Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no sample or pictures were sent for evaluation. Consequently, the investigation was not able to confirm the reported failure mode. DHR review identified no issues during manufacture or quality inspection. Investigation conclusion: based on the complaint investigation results, a probable root cause could not be identified for this failure mode. Since no probable root cause was identified for this failure mode, no corrective and/or preventive actions were identified for this complaint.

Manufacturer narrative:
(B)(4).